Manufacturer narrative:
A product investigation was completed: two fragments of the broken screw were received. One fragment is missing. Fragments are in bad condition with signs of hard mechanical impact as result of forcible removal procedure. The screw can be identified as part and lot number is visible. Device history record review of complained screw shows that this specific lot was released after complete final inspection with no findings in january 2014. Referenced material certificate confirms that the used raw material meets to the specification. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Due to the fact that the screw is broken but also badly damaged, it is not possible to measure relevant dimensions. All relevant dimensions were measured during final inspection and found to be conforming. We are not able to identify exact root cause for the breakage. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device MFR date was initially reported as january 26, 2017, but should have been january 25, 2017; explant date: due to intra-operative issues device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal third part of the screw stayed in the patient¿s bone; it wasn¿t removed. The fracture was still reduced successfully. There was a small delay to remove the removable broken screw bits and pondering on the extraction of the most distal one that stayed in. The patient did not require further surgery.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 31. Jan. 2014. Expiry date: 01. Jan. 2024. Device was first manufactured unsterile under the lot 8803721 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 206.024 with lot 8803721 were reviewed: no nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that the screw was made out of blank (B)(4) with lot 7462999. (B)(4). Manufacturing date: 26-sep-2013 (DHR reviewed & moved to blank storage). Part #: 206.024.999, lot#: 7462999 (non-sterile) - 4.1 mm screw blank 24 mm 04.0 cancellous scr w/2.5 hex. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) surgery on (B)(6) 2017 a cancellous screw broke into three pieces inside the patient as it was being screwed manually. The tip of the screw stayed inside the patient because it was too far inside the bone according to the surgeon. This happened before the plate was on the patient, however the patient already had some cortical screw. No information available about patient condition, outcome and prolongation. Concomitant reported parts: plate (part and lot unknown, quantity 1). Cortical screw (part, lot and quantity unknown). This is report 1 of 1 for com-(B)(4).